Event description:
A report was received that the patient had sharp pains when turning on the stimulator. The patient underwent a procedure wherein the lead and the ipg were explanted and did well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial/lot #: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the patient had sharp pains when turning on the stimulator. The patient underwent a procedure wherein the lead and the ipg were explanted and did well postoperatively.

Manufacturer narrative:
Device evaluation indicated that the ipg passed the visual, electrical, performance and photographic imaging tests performed. The complaint of the electrical surge could not be duplicated on the test bench. Since one of the returned leads exposed substantial damages, the ipg was investigated with known good leads. The monitored stimulation on an oscilloscope found that the outputs were consistent and amplitude/pulse widths were verified to be correct on all the electrodes. Current leakage tests and residual gas analysis verified no loss of electric current into the surrounding tissue as a result of faulty insulation. The ipg passed all the required tests and revealed no anomalies. Device evaluation indicated that the lead (sn (B)(4)) passed the visual, electrical and photographic imaging tests performed. Visual and x-ray inspections were performed to ensure the device integrity. Impedance measurements were within the normal range. No anomalies were found. Device evaluation indicated that the lead (sn 339578) was cut during the explant procedure, and the proximal end was not returned. Since there was no complaint regarding an impedance anomaly, the damage was considered procedure-related.